Event description:
A malfunction was reported on the pump. Customer¿s blood glucose (bg) level was 506 mg/dl. Elevated bg was address by a manual insulin injection. Technical support provided information on how to reset the pump, successfully assisting the customer in doing so. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and call again if any future malfunction codes appeared.